Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device verified the reported condition. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the upper lcd (liquid crystal display) on an 840 ventilator became erratic after a few minutes of operation. The ventilator was not in use on a patient at the time the event occurred.